Event description:
Depression, arthritis, back and bowel problems, breast pain, implant ruptures, capsular contracture, closed capsulotomies, breast cysts, loss of memory, arthritis symptoms, joint swelling in hands and feet, hardening of skin around implants, rashes, breast tenderness, fatigue, general aching and stiffness, coldness in extremities, breast swelling, implant migration, mentally effects thought processes, memory loss, upset when dr informed rptr of implants were salline and they were silicone. (Same report as mw1000176.)